Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate various anti-tachycardia pacing (atp) and 2 tachy shocks due to episodes of supraventricular tachycardia (svt). A pacemaker mediated tachycardia (pmt) was also noted in the report. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate various anti-tachycardia pacing (atp) and 2 tachy shocks due to episodes of supraventricular tachycardia (svt). A pacemaker mediated tachycardia (pmt) was also noted in the report. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to bsc, product analysis could not be performed. This complaint meets the inclusion criteria an ncep.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate various anti-tachycardia pacing (atp) and 2 tachy shocks due to episodes of supraventricular tachycardia (svt). A pacemaker mediated tachycardia (pmt) was also noted in the report. No adverse patient effects were reported. The crt-d was replaced a couple of years later due to normal battery depletion and returned to bsc. No additional adverse patient effects were reported.